Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the clinic after experiencing a vibratory alert, post-pace t-wave oversensing was observed in the ventricular channel. Programing changes were made.